Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 179, 166, 142 and 132 mg/dl. Customer is also concerned that back to back blood test results of 179 and 166 mg/dl are erratic. The customer's expected fasting blood glucose test result range is 98 - 114 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/25/2019 and open vial date is one month. The meter memory was reviewed for previous test result history: result 1:179mg/dl date: (B)(6) 2018 time:10:20am fasting; result 2:166mg/dl date: (B)(6) 2018 time:10:19am fasting; result 3:142mg/dl date: (B)(6) 2018 time:10:43am fasting; result 4:132mg/dl date: (B)(6) 2018 time:10:24am fasting;